Event description:
Additional information was reported that the ICD was evaluated. The ICD was found to be functioning normally. Tachycardia detection was on and the biventricular pacing was functioning with good thresholds. The physician was following this patient for heart failure. There was no mention of muscle stimulation. At this time, the ICD remains implanted and in service. There was no mention of what caused the loss of consciousness reported by the patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Boston scientific technical services (ts) consultant advised the patient to discuss how the ICD is programmed with her physician. At this time, this ICD remains implanted and in service. No additional information is available. Once any additional information does become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Six years later, this ICD was explanted for normal battery depletion and returned for laboratory analysis. No adverse patient effects were reported.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) reported experiencing high blood pressure, irregular heart beats, and losing consciousness. The patient also reported feeling electrical stimulation from the ICD as well. The patient is currently being hospitalized and will be monitored with a holter monitor. The patient is concerned that the physician did not tell her the correct information on how the ICD is operating and which leads are turned on. The patient reported that the nurses in a different hospital informed her that her defibrillator was not turned on at all and she was only being paced on the right side. No additional adverse patient effects were reported.